Event description:
It was reported that the customer was hospitalized; details and nature of event were not provided. Reportedly, the pump shut off unexpectedly. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.